Event description:
Report received indicated that during the angioplasty procedure, the surgeon stated he could not "insuflate" the stent. At this moment the pt had a cardiac arrest and died minutes later. The surgeon told the "stent failure" is not related to the death.

Manufacturer narrative:
This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.